Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on april 03, 2024.